Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor would not rotate. Therefore, the reported condition was duplicated and confirmed. The assignable cause was determined to be improper handling and use. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the motor died on the motor device. It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. It was unknown if injuries or medical intervention were reported. The event date was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.